Event description:
It was reported that when the pressure on the pump was decreased, the left shoulder on the pt increased.

Manufacturer narrative:
Additional info will be provided once investigation is completed.